Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) regarding a patient who was receiving dilaudid, 20 mg/ml concentration and bupivacaine, 10 mg/ml concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that in pre-op, patient's pump had motor stalled then started again and he had some withdrawal symptoms. The rep did not have any other details about the withdrawal symptoms. Patient was seeing/communicating with his managing office at this time. The environmental/external/patient factors that may have led or contributed to the issue was none known. Diagnostics/troubleshooting performed was unknown. On (B)(6) 2018- the healthcare professional (hcp) refilled pump and decreased to lowest simple continuous dose per logs, 0.96 mg/day. Per the patient and the hcp from the managing office. Patient had a motor stall on (B)(6)- recovered on (B)(6), stalled again possibly. Patient here at hospital for a possible pump replacement. Pump explanted last night on (B)(6) 2018. At the time of this report, the issue was resolved and patient status was alive- no injury. No further complications were reported.